Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer delivered multiple boluses, and customer¿s blood glucose (bg) level dropped (46 mg/dl). Customer consumed dextrose to address bg. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer declined troubleshooting with tandem technical support.